Event description:
The cautery spatula separated from the cautery instrument. The cautery spatula fell into the patient and was retrieved 5 minutes after the incident. The spatula and instrument were removed and the procedure was completed with another instrument. No patient harm or patient injury was reported. The surgery was completed without further incident.